Event description:
Ocd reported that one of their customers (osaka red cross) obtained weak false positive results (0.5+) on multiple donor units tested with blood grouping reagent anti-fyb, lot fyb63b. The false positive reactivity appeared to be associated with group b donor units. No death or serious injury is associated with this event.